Manufacturer narrative:
The insulin pump had a broken off reservoir tube lip noted. The insulin minor scratches on lcd window, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a piece of the insulin pump's reservoir compartment broke off. Blood glucose level at the time of the incident was 129 mg/dl. The customer stated that the reservoir could no longer be held securely in the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.